Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The male patient rec'd a cypher stent. Within 24 hrs after stent implant, the pt started to experience leukopenia and thrombocytopenia. The pt later had rash, fever, right shoulder pain and intra-cranial bleeding leading to death.